Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 400. The troubleshooting was performed. The customer reported that the insulin exits the tubing and advised to rewind the insulin pump. The customer insulin pump is working as designed. It was explained to the customer that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.